Manufacturer narrative:
The service engineer found the instrument had a coating of dust around the bead mixer wash station. The instrument was decontaminated. The sample probe was adjusted and the camera firmware was updated. There have been no further reports of discrepant results since the service actions.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable troponin t hs results for three patient samples from the cobas 8000 e 801 module. Patient 1 initial result was 17 ng/l and the repeat result was 8.8 ng/l. Patient 2, on (B)(6) 2019, initial result was 11 ng/l and the repeat result was <5 ng/l. Patient 3, on (B)(6) 2019, initial result was 8 ng/l and the repeat result was <5 ng/l. The initial results were reported outside of the laboratory. There was no allegation of an adverse event.